Event description:
It was reported that another company's stent was successfully implanted in the proximal lad. There was also a subtotal occlusion in the first marginal branch of the cx (intermediate branch). After successful balloon dilatation of the first marginal, the physician decided to implant a pixel stent. However, the stent was unable to cross the lesion and upon withdrawing the stent delivery system (sds), it got trapped in the other company's stent in the proximal lad. The pixel stent dislodged from the balloon and was only on a small portion of the sds. By using different size snare devices and despite some resistance, he was finally able to retreive the undeployed stent back into the guiding catheter. According to patient monitoring system, there were no signs of ischemia. The patient was moved to the cardiac care unit without symptoms.